Manufacturer narrative:
(B)(4).

Event description:
During pre-inflation test the cuff would not stay inflated. There was no patient involved.

Manufacturer narrative:
(B)(4). The sample associated with this report was received and evaluated. Visual and functional testing confirmed that the cuff would not hold air and that a tear in the cuff measuring 0.25 inches was present, causing the leak. The origin of the tear is unknown. A review of the manufacturing controls was conducted and confirmed that the reported defect would have been identified during the manufacturing process, prior to release for distribution. A review of the device history record was conducted and verified that there were no non-conformances during the build of this lot. Instructions for use include warnings and cautions related to cuff inflation tests, pressure application, and ensuring the cuff does not come in contact with sharp objects.